Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The medical affairs specialist (mas) contacted the patient to obtain and verify information, however, was unable to reach her by telephone. The mas mailed a letter requesting the patient contact medical affairs. Since five days before event date, the patient noted the reported meter would not power on. The patient did obtain a blood glucose reading of 122 mg/dl. On event date, the patient noted the reported meter would not power on. The patient had two one touch ultra meters, however, both meters were experiencing a power issue. The patient replaced the meter's battery, but the power issue was not resolved. On that day, the patient was experiencing the symptoms of weakness and lightheadedness, and she had not been able to eat or drink anything all day. In the afternoon, the patient visited her physician, who then advised the patient to go to the emergency room. At 3:30 pm, in the emergency room, the patient's blood glucose level was tested to be 153 mg/dl. The patient was diagnosed with dehydration, and was treated intravenously with fluids. The patient takes an unspecified insulin once per day. It would have been helpful to determine if the patient took her normal meals and medications during the time period she was unable to test her blood glucose levels, her medication regimen, if the patient adjusts her insulin doses based on meter readings, if the patient's blood glucose level was tested in the physician's office, if she was given a possible cause of the dehydration and her expected glucose readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient had replaced the meter's battery correctly, the test strips were in good condition, the battery contacts were in good condition, and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The patient alleged she had been unable to determine her blood glucose level for a few days due to the power issue with the reported meter. The patient experienced symptoms suggesting hyperglycemia, and received emergency medical attention and treatment for dehydration. Therefore, this complaint is being classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either, the meter or strips are returned, lifescan will evaluate it/them and, if either, the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.